Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. No medical records have been provided. No sample has been returned for evaluation. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol composix l/p mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralex mesh (device #2). Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent laparoscopic repair of an incarcerated ventral hernia with implant of a bard/davol composix l/p mesh (device #1), reference number 0134450, lot number huvh1039. On (B)(6) 2013: the patient underwent a laparoscopic procedure. Upon entering the patient's abdomen the physician noted that he found adhesions under the previously placed mesh and performed lysis of adhesions. Also noted was a recurrent hernia just above the previously placed mesh. A bard/davol ventralex mesh (device #2), reference number 0010302, lot number hutf1637 was implanted to repair the recurrent hernia. On (B)(6) 2016: the patient underwent a procedure. Upon entering the patient's abdomen, the physician noted that a portion of the intestines had become densely adherent to the mesh and he carefully excised the ¿displaced curled-up old mesh,¿ which was attached to the bowel. As alleged, the patient continues to experience complications related to the bard/davol composix l/p (device #1) and bard/davol ventralex mesh (device #2) devices. He will likely require additional surgeries to repair the damage from the products. Patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.